Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted because it had dislodged. An xray showed that the lead was kinked with an insulation break near the clavicle. Should additional information be received, this file will be updated.